Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -6.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2022, lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.